Manufacturer narrative:
This report was originally filed under mfg report num 1610287-2022-00024. All future reports will be submitted under mfg report num reflected in this report. The perfluoropropane (c3f8) gas tank was not returned for evaluation. A review of the batch production record for lot showed no unusual manufacturing issues. A review of the complaint records showed no other complaints against the lot number. A review of confirmed complaints for patients that have experienced retinal detachment, cataracts, blurred vision, or dark shadows showed no complaints since the beginning of 2015. An analysis of the retain samples of lot numbers showed that the product was perfluoropropane (pfp) and meet all release criteria. The procedure does not comply with the directions for use (dfu). The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that in the clinical trial of evaluating the safety of an ophthalmic gas during intravitreal injection a patient experienced rhegmatogenous retinal detachment, cataract development, blurred vision with dark shadow floating in their right eye, the conjunctiva of the right eye was slightly congested, ametropia and patient underwent extra scleral pressure of right eye, phacoemulsification, intraocular lens implantation, vitreous cavity injection, vitrectomy, vitreous puncture, drug injection, membrane stripping before repair of complex retinal detachment, retinal laser photocoagulation and internal pressure repair of retinal detachment (right eye). The patient was given with aminoglycoside antibiotic ointment, corticosteroids eye drops, anticholinergic eye gel, quinolone antibiotics eye drops, aminoglycoside antibiotic injection, antimuscarinic eye drops, corticosteroids suspension eye drops. The patient was generally in good condition, did not complain of discomfort, and the dressing was clean and discharged with medicine.

Event description:
Additional information received clarifying the symptoms were resolved.

Manufacturer narrative:
Additional information was provided in section b.5. The previous supplementary report was filed under incorrect mfg report num 1610287-2022-00024. All future reports will be submitted under mfg report num reflected in section g.8 of this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information clarified that the patient's cataract development, blurred vision with a dark shadow floating in the right eye, slightly congested conjunctiva in the right eye, and vision problems are not related to the ophthalmic gas used in the clinical trial.

Manufacturer narrative:
Additional information was provided in sections d.4 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There were no samples returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A check of the batch production record for this lot showed no unusual manufacturing issues. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation. Manufacturer also performed a check of confirmed complaints for patients that have experienced retinal detachment, cataracts, blurred vision, or dark shadows which showed no complaints since the beginning of 2015. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).